Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (gouges, scratches) and the implant has fractures with delamination at both condyles. The device was submitted for further analysis. Analysis determined the damage to the posterior condyles both appear to be due to a crushing or pinching mechanism, and also it is possible that delamination may have occurred on one or both condyles. The fractures of the posterior condyles in the item were potentially caused by overloading, possibly exacerbated by misalignment of the knee causing loading to be shifted posteriorly. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from initial surgical record: surgical technique followed and no intra-op complications/events. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: found mild to moderate left knee degenerative change. Right total knee arthroplasty without loosening pre and post revision. No fracture seen. Overall fit and alignment of the implants is appropriate on pre and post revision images. Polyethylene spacer appears to be appropriately positioned pre and post revision as well. The patient was obese when the revision occurred; however, it is unknown if obesity contributed to reported event. A definitive root cause cannot be determined. The fracture portion of the complaint was confirmed with product return. The metallosis could not be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h11.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, b7, d6, g3, g6, h2, h6, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot identification is necessary for review of device history records, lot identification was not provided. This complaint has been confirmed by review of the provided medical records and provided photos. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d4, d9, g3, g6, h2, h3, h4, and h11.

Event description:
There is no further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6: implant date: year of implant is 2018. G2: foreign source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right-side knee arthroplasty, and consequently underwent a revision of the articular surface due to implant fracture and metallosis. Additionally, it is reported that the patient is obese and has knee laxity. Attempts have been made and additional information on the reported event is unavailable at this time.